Event description:
It was reported the cot may not lock into position due to bent height adjustment racks and a bent release bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the cot may not lock into position due to bent height adjustment racks and a bent release bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the height adjustment racks were bent with no functional impact on the unit, the cot would still lock in position. The head section release bar was bent, it was reported that this did not affect functionality of the unit. This is not likely to harm the patient as the damage to the unit did not affect functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.